Manufacturer narrative:
The event of generator not connected/autoreducing was reported to abbott. A patient controller communication error message ¿generator is not paired¿ displayed. After connecting the therapy, the message "strength was decreased. The generator could not deliver the desired strength" displayed. Troubleshooting was attempted but issue persisted. Patient states they've fallen several times. Lead diagnostic was performed, and high impedance was found on all contacts. The system was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-01648. It was reported that the patients scs leads were auto-reducing and it was confirmed the leads had high impedance. Patient underwent x-rays where in the x-ray results were inconclusive. Patient experienced a fall and noticed her back pain was getting worse. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6)2023 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experienced autoreducing/ high impedance was reported to abbott. No intervention is scheduled. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.